Manufacturer narrative:
(B)(4). An empty labeled winding former and two needle/sutures pieces of product code 3709, lot # lmh246 were returned for analysis. The product code is double armed. During the visual inspection of the sample, the wage and attachment area of the needles were noted to be as expected. The suture was received broken (cut) in two section appears to be by use of the surgical instrument and no functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lmh246, 3709h34 and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular surgery on (B)(6) 2019 and suture was used. The suture was broken during renal artery anastomosis. There were no adverse consequences to the patient.